Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Section e initial reporter: the initial reporter's first and last names and phone number are unavailable due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that during priming a fluid leak was observed from the heat exchanger section. The customer stated that since the leakage may have been from something other than the oxygenator, it was not determined at that time to be a leak from the oxygenator. When the pump was started, bleeding from the oxygenator was observed. There was only a small amount of blood loss. The pump time was about 80 minutes, and the estimated amount of blood loss from the oxygenator was around 30 to 50 ml, based on visual estimation. The operating surgeon was consulted, and as a precaution, administration of antibiotics was recommended. The customer observed blood adhesion on the lower part of the oxygenator after the pump was retrieved. The device was used to complete the procedure. There was no additional adverse patient effect associated with this event. Medtronic received additional information that normally, 1g of cefazolin sodium was put into the circuit, but this time there was a leak, so an additional 1g was administered. It was stated that no particular changes were made to the operation of the heart and lungs, but the use of cold and hot water layers was refrained from as much as possible due to the leak and the usage time was shortened. There was no problem with the device packaging. The amount of blood transfused was similar to that after a normal extracorporeal circulation.